Event description:
Customer reported an incident of hyperglycemia requiring hospitalization after he had attempted and was unable to use his aviva system within 24 hours before the incident due to an error within specifications. At a scheduled doctor's appointment, customer's blood glucose was 630 mg/dl on the doctor's meter, doctor admitted customer to hospital. The customer stated he had been getting the error for 3 days prior to the appointment. A request was made for the return of the system and a replacement was sent.